Event description:
The report received from the affiliate indicated that during an interventional neurovascular procedure for coil embolization, during insertion of the first trufill dcs orbit 5 x 15 coil the prowler 14 micro-catheter kicked out. The physician then attempted to re-zip the coil and felt resistance/friction. After re-positioning the micro-catheter, the coil was removed and the physician used another trufill dcs orbit 5 x 15 coil successfully to complete the procedure. The preliminary analysis of the returned product indicated that the coil was unraveled/stretched. There was no reported loss of access to the target lesion. There was no reported patient injury. There was no hemorrhage or perforation was noted as a result of the product issue. A dcs syringe was used for the procedure. There were no kinks or bends noted upon inspection of the system. There was no additional patient or lesion information available.

Manufacturer narrative:
The product was returned for inspection. The report received from the affiliate indicated that during an interventional neurovascular procedure for coil embolization, during insertion of the first trufill dcs orbit 5 x 15 coil the prowler 14 micro-catheter (product/lot unknown) kicked out. The physician then attempted to re-zip the coil and felt resistance/friction. After re-positioning the micro-catheter, the coil was removed and the physician used another trufill dcs orbit 5 x 15 coil successfully to complete the procedure. There was no reported loss of access to the target lesion. There was no reported patient injury or associated adverse event. A dcs syringe was used for the procedure. There were no kinks or bends noted upon inspection of the system. There was no additional patient or lesion information available. The returned coil was found to be stretched. In response to previous investigational efforts, there was no information provided as to whether the coil was stretched or damaged upon removal from the patient. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Introducer was not received for evaluation. Hypotube presented several kinks. Support coil was kinked at 4.4 and 11cm from the junction whit the hypotube. Embolic coil was still attached to the gripper, it was kinked and stretched. Functional test could not be performed due to the conditions of the product received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 13470924 and coil subassembly lot 14030909 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. The reported zipping difficulty could not be evaluated since the introducer was not received for evaluation. The cause of these kinks on the hypotube could not be conclusively determined; however, it is possible if these occurred during procedural use, it may be factor contributing to the reported zipping difficulty. Inspections are in place (B)(4) that prevents these kinds of damages leaving from the facility, and it was reported that there were no kinks noted during pre-use inspection. Although no definitive conclusion can be made, procedural factors may have contributed to the reported zipping difficulty. The cause of the kinks on the support coil and the stretched sections found on the returned embolic coil cannot be determined. It is possible that vessel characteristics and device manipulation contributed to the event; however, because the stretched condition of the coil would likely have been evident to the user and this damage was not reported by the user, it is likely that it occurred post procedural use, possibly due to handling/packaging for return. There is no indication that the reported zipping difficulty and condition of the returned device is related to the device design or manufacturing process; therefore, no corrective actions will be taken. Please note that this is the initial/final report for this product.